Manufacturer narrative:
--

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the latitude home monitoring system detected an alert for increased shocking impedances on the right ventricular (rv) lead greater than 125 ohms. Technical services discussed recommendations for additional testing of the system. The boston scientific sales representative was to follow up with the patient's physician. To date, no adverse patient effects were reported with this clinical observation.

Event description:
The patient's physician reported that the patient was brought to the clinic. The patient had been treated for severe metabolic issue with blood glucose and increased potassium. Since being addressed, shock impedance was measuring at 100 ohms with pacing impedance measuring at 1400 ohms. Technical services discussed testing recommendations. The physician elected to perform commanded shocks to test the system and continued monitor via the latitude system.